Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of device in wrong position was most likely patient movement related since clinical team confirmed the pump was pulled back across the valve during patient was transferred from cart to bed.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 72-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. During transfer from the cart to the bed, the impella was pulled partially across the aortic valve, resulting in device malposition. The device was easily advanced back into appropriate position under echocardiographic guidance. The patient experienced no harm from the event, hemodynamics remained stable throughout, and the impella catheter's threaded body (tb) remained intact and able to lock appropriately. Care was later withdrawn, and the patient expired. The reported events are device in the wrong position requiring device repositioning and death. The device will be conservatively reported for death; however, given the patient¿s presentation with advanced cardiogenic shock (scai shock stage e) and subsequent withdrawal of care, the death is most consistent with the severity of the underlying clinical condition.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.